Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) glucose levels remained high, around 300-500 mg/dl [blood glucose increased] 3 novopen 6 devices with piston failures [device malfunction] two others novopen 6 showed the piston rotating without delivering insulin [device failure]. Case description: study ID: (B)(4)-innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: (B)(6) cm. Patient's weight: (B)(6) kg. Patient's bmi: (B)(6). This serious solicited report from turkey was reported by a consumer as "glucose levels remained high, around 300-500 mg/dl(blood glucose increased)" with an unspecified onset date , "3 novopen 6 devices with piston failures(device component malfunction)" with an unspecified onset date , "two others novopen 6 showed the piston rotating without delivering insulin(device failure)" with an unspecified onset date and concerned a 650 months old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novopen 6 (insulin delivery device) from unknown start date for "device therapy", , ryzodeg penfill 100 u/ml (insulin as part 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "product used for unknown indication",. Dosage regimens: novopen 6: novopen 6: ryzodeg penfill 100 u/ml: current condition: diabetes (high blood glucose for 2 years and type not reported), pancreatic stone. On an unknown date, patient has three novopen 6 devices with piston failures: one pen was discarded and two others showed the piston rotating without delivering insulin. Patient has been using ryzodeg penfill for six months without glucose normalization. Patient's blood glucose levels (blood glucose) remained high, around 300-500 mg/dl. The relative indicated that the high blood glucose levels was not attributed to the product. Batch numbers of novopen 6 and ryzodeg penfill 100 u/ml were not reported. The outcome for the event "glucose levels remained high, around 300-500 mg/dl(blood glucose increased)" was unknown. The outcome for the event "3 novopen 6 devices with piston failures(device component malfunction)" was unknown. The outcome for the event "two others novopen 6 showed the piston rotating without delivering insulin(device failure)" was unknown. Reporter's causality (novopen 6) - glucose levels remained high, around 300-500 mg/dl(blood glucose increased) : unknown 3 novopen 6 devices with piston failures(device component malfunction) : unknown two others novopen 6 showed the piston rotating without delivering insulin(device failure) : unknown company's causality (novopen 6) - glucose levels remained high, around 300-500 mg/dl(blood glucose increased) : possible 3 novopen 6 devices with piston failures(device component malfunction) : possible two others novopen 6 showed the piston rotating without delivering insulin(device failure) : possible. Reporter's causality (novopen 6) - glucose levels remained high, around 300-500 mg/dl(blood glucose increased) : unknown 3 novopen 6 devices with piston failures(device component malfunction) : unknown two others novopen 6 showed the piston rotating without delivering insulin(device failure) : unknown. Company's causality (novopen 6) - glucose levels remained high, around 300-500 mg/dl(blood glucose increased) : possible 3 novopen 6 devices with piston failures(device component malfunction): possible two others novopen 6 showed the piston rotating without delivering insulin(device failure) : possible. Reporter's causality (ryzodeg penfill 100 u/ml) - glucose levels remained high, around 300-500 mg/dl(blood glucose increased) : unlikely 3 novopen 6 devices with piston failures(device component malfunction) : unknown two others novopen 6 showed the piston rotating without delivering insulin(device failure) : unknown. Company's causality (ryzodeg penfill 100 u/ml) - glucose levels remained high, around 300-500 mg/dl(blood glucose increased) : possible 3 novopen 6 devices with piston failures(device component malfunction) : possible two others novopen 6 showed the piston rotating without delivering insulin(device failure) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No consent for safety follow-up questions, hence no further follow-up was possible. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.